Manufacturer narrative:
The rod was returned to lirc engineering lab for evaluation. Root cause was unable to be determined. If any additional information is provided, a supplemental report will be submitted

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had evidence of galling.